Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that during the fill tubing process, all of the insulin squirted out. The customer tried to rewind but received a motor error alarm. The customer's blood glucose reading was 511 mg/dl. The customer treated with a manual injection. The customer reported symptoms of dry mouth and "feeling high". The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, unexpected restart error test, off no power test. The insulin pump alarmed prime during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm. No motor error alarm noted. The motor was tested outside of the device and passed. We were unable to verify reservoir volume icon anomaly and confirm prime or fill anomaly due to prime alarm. We were unable to verify reservoir volume icon anomaly due to prime alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and cracked case.